Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. The anvil release button jammed. This is the only information being made available about this event. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Instrument a: premature sled movement. Instrument b: batch # f5wy19, exp date: 08/21/2015; MFR date: 09/21/2010; (B)(4). The ec45 device was received in good visual condition and with four reloads. The reloads c and d were fully fired. The reloads e and f were received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridges reloads e and f by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.